Manufacturer narrative:
Upon taking the returned device out of its pouch, foreign material was found adhered to the inside of the shaft distal tip. This was examined under a microscope, and it was confirmed that the material was the inner liner of the faradrive sheath. The liner had delaminated from the distal tip with a seam still attached to the inner diameter of the sheath tip. The shaft distal tip had delaminated inner liner attached at seam with the shaft tip due to the liner being applied backwards. The inner surface of the liner, representing the inside diameter of the sheath is coated with hydrophilic coating to reduce forces of inserting devices. The outer diameter of the inner liner is uncoated to facilitate thermal adhesion. This liner was reversed in the manufacturing process which led to the poor thermal adhesion and resulted in the observed delamination. The sheath was functionally testing by turning the steering knob and was able to deflect and hold deflection.

Event description:
During a pulmonary vein solation (pvi) procedure to treat paroxysmal atrial fibrillation (af), a faradrive sheath was selected for use. After completion of treatment, the sheath was withdrawn. It was observed that a piece of plastic was extending beyond the end of the sheath. It was believed this was from the interior of the sheath. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein solation (pvi) procedure to treat paroxysmal atrial fibrillation (af), a faradrive sheath was selected for use. After completion of treatment, the sheath was withdrawn. It was observed that a piece of plastic was extending beyond the end of the sheath. It was believed this was from the interior of the sheath. No patient complications occurred. The device is expected to be returned for analysis.